Manufacturer narrative:
[(B)(4)].

Event description:
The dental implant fx4812mlc was removed on (B)(6) 2020 due to failure to osseointegrate 9 months and 12 days after implantation. The patient has no significant medical history. The doctor noted pain during explantation. The patient required another surgical intervention to recover.